Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for cervical/neck via a manufacturer¿s representative (rep). The rep reported that there were high impedances. The were no factors that could have led to the issue. The rep reported that an impedance check showed that electrodes 7, 8, 9 were greater than 3,600 ohms. The rep noted that the patient¿s current programming didn¿t use those electrodes. The patient was due for a normal battery replacement at this time. The issue was resolved. No further complications were reported.